Event description:
A user facility reported the connector broke on device when the physician tried to hook it up to the circuit. There was no pt injury and the physician removed the device and replaced it with another. An MDR is being filed even though there have been no reports of pt injury associated with failed connectors, as theoretically a broken connector could cause injury to a pt.